Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experience low blood glucose levels of 48 mg/dl. The customer stated receiving a no delivery alarm on pump, customer was assisted with trouble shooting. The customer reported not having enough time to complete trouble shooting for no delivery alarm. The customer was advised to change complete set. The customer declined to trouble shoot the low blood glucose levels. The insulin pump was not returned for analysis.